Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to fail the electrical continuity test. There is no obvious breakage or damage to the conductor wire. Failure analysis found additional observations not related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was found to have surface abrasions at the yaw pulley distal end with no exposed internal wire. No thermal damage was observed. Also, the instrument was found to have a derailed grip cable at the distal end. Furthermore, the instrument had multiple input disks shaft cracked. Hairline cracks were found on grip input shafts #5, #6 and #7.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar did not work even after swapping the cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.

Manufacturer narrative:
The force bipolar instrument was transferred to engineering for further analysis and initial findings were confirmed. Continuity was retested on the instrument and failed. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. Continuity was tested again between the cut wire and the grip and failed. The distal clevis pin was removed to get a better look at the conductor wire where it wraps around the pin. It was observed that the conductor wire was broken where the distal clevis pin meets the grips.

Event description:
Refer to h10/h11 for follow-up information.